Event description:
It was reported that during a cardiac ablation procedure, the balloon catheter or mapping catheter exhibited an abnormal angle after the balloon was filled with gas inside the patient. The device could not be used due to this abnormal angle, and multiple attempts to maneuver and straighten it were unsuccessful. An ocular inspection was conducted to assess the issue, but no cause was identified. The balloon catheter and mapping catheter were replaced, after which the procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2ach20 achieve mapping catheter with lot 9872547 was returned and analyzed. Visual inspection of the shaft segment area showed the shaft was kinked approximately 34.5 inches from the lemo connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the reported abnormal angle was confirmed as a shaft king/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.